Event description:
Allegedly the patient had pain and possible allergic reaction. No infection at time of revision.

Event description:
Allegedly the patient had pain and possible allergic reaction. No infection at time of revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The device event code is addressed in the package insert. Although attempts have been made, a medwatch 3500a has not been received from the user facility to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00322.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.